Event description:
One pt with discrepant sodium results. Initial result 129 mmol/l, repeat 139 mmol/l. Erroneous results were not reported. Field service rep was unable to identify a specific root cause, however noted there was a problem with the pump motor or valves. The pipettor c valves, waste motor and peri pump motor were replaced. It was also noted tubing, seals, electrode contacts, mixing tower were replaced. Performance tests were performed which were within specification.